Event description:
It was reported that low, out of range, high voltage lead impedance was noted. The system remains implanted as is to prevent further complications of surgery. There were no adverse consequences to the patient. The patient is mobile and self sufficient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.